Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 4000 pump. The complaint of alarm biomed error was not confirmed when duplicating event. The event log revealed primary audible alarm bgnd test, so for preventive measures were taken to replace speaker. The device passed all functional testing. Unable to determine cause of event. Device arrived with cracked right plunger case. The plunger cases, top case speaker all replaced and maintained. Device re-calibrated after preventive maintenance completed.

Event description:
Information received a smiths medical medfusion 4000 pump acu watch dog failure primary alarm error. No patient involvement.